Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (ectatic and dilated iliac artery). Conclusion: device failure/lack of effectiveness related to patient condition (ectatic and dilated iliac artery).

Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an 11 cm diameter abdominal aortic aneurysm approximately 12 years ago. It was reported that the patient presented for a routine follow-up and the CT imaging revealed a distal type I endoleak of the right common iliac artery. The endoleak was attributed to continued dilatation of the right common iliac artery. It was also noted that a 22 mm cuff had been implanted previously as the vessel was already ectatic at the time. The decision was made to coil the right hypogastric artery and implant an endurant limb and this successfully resolved the type I endoleak. No additional clinical sequelae were reported and the patient is fine.